Manufacturer narrative:
It is unknown if the sample will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. If additional information is received, supplemental reports will be submitted.

Event description:
The event involves a spinning spiros closed male luer, red cap that leaked during use with doxorubicin. No additional information has been provided.

Manufacturer narrative:
One (1) used list # 20130-01, spinning spiros ® closed male luer, red cap; lot # 4806299 and one (1) used 50ml bd syringe was received for evaluation. The spiros was returned with evidence of leakage at the poppet/o-ring interface. Subsequent leak testing confirmed leakage at the poppet/o-ring interface. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. The device history review for lot 4806299 was reviewed and poppet sub-components were found to have been produced during a time when molding anomalies were present.